Event description:
It was reported that the patient was having pain at the ipg site. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.